Event description:
It was reported that the customer experienced a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. A replacement pump was sent to the customer by technical support, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support provided instructions on transitioning to the replacement pump, including putting the current pump into storage mode before returning it and understanding the steps needed upon receiving the new pump.